Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coating/surface of the rear part of the rotawire was not smooth. The rotaburr and the rotawire were stuck and removed together from the patient. The patient's status post-procedure was good. Device evaluated by MFR: analysis of returned product revealed that the wire was partially removed from the secondary device, not being able to be completely withdrawn. The wire presents a number of kinks on the body; consequently, confirming the reported complaint regarding the wire being stuck, even so no evidence of any problems with the coating was found; consequently, not confirming the reported complaint.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coating/surface of the rear part of the rotawire was not smooth. The rotaburr and the rotawire were stuck and removed together from the patient. The patient's status post-procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older.